Manufacturer narrative:
The medical center discarded all impella pump product at the time of explant. No benchtop analysis to root cause is possible. Should more clinical information be shared that leads to root cause, a final report will be forthcoming. Failure mode will be monitored and trended. Of note the IFU states: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The medical center had an impella 5.5 support ongoing for over a month bridging to heart transplant, when there was an observation made of a tia from a embolic clot. The event did prompt the team to explant the embolus in the ir lab. There has been no noted lasting harm or injury/sided deficits. The pump remained on for support for another day, was weaned, and explanted. At the time of explant the team noted no biomaterial attached to the impella pump. The contribution of the impella to the tia could not be determined or denied.